Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was blood in the balloon and inner lumen. The tip, balloon, markerband and inner/outer shaft was microscopically examined. Inspection revealed tip damage, and a pinhole in the balloon material located 5 mm from the distal edge of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-aug-2018. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After pre-dilatation was performed with a 1.5mm x 15mm emerge balloon catheter, a 2.00mm x 20mm maverick²¿ was advanced and was expanded at 5 atmospheres. However, the device failed to cross the lesion due to the calcification and angulation. Intravenous ultrasound imaging was performed using an opticross imaging catheter and it was confirmed that the calcification was somewhat more severe than as seen during angiography. The procedure was completed with another of the same device and the patient was scheduled to undergo ablation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.